Event description:
Reporter indicated that site's dell handheld computer screen became frozen after interrogation. Troubleshooting resolved the issue. The site elected not to return the handheld computer.